Manufacturer narrative:
(B)(4).

Event description:
It was reported "during the preparation for the procedure before use, the user felt resistance when advancing a swan-ganz catheter into the cath-gard, and the cuff at the catheter tip got broken. Therefore, another kit was used instead. According to the user, the cath-gard was locked when the package was opened. After the procedure, he/she attempted to insert a catheter into the cath-gard as a test but still felt resistance." This was found prior to use. There was no patient harm or injury.

Manufacturer narrative:
(B)(4) the customer returned one open psi kit containing a cath-gard and other components included within the kit. The swan-ganz mentioned in the report was not returned. Visual inspection of the cath-gard did not reveal any defects or anomalies. Visual inspection of the swan-ganz could not be performed as it was not returned for evaluation. The inner diameter of the proximal housing measured 0.125", which is within specifications of 0.120" - 0.130" per the housing graphic. The inner diameter of the distal housing measured 0.127", which is within specifications of 0.120" - 0.130" per the housing graphic. The cath-gard was functionally tested with a lab inventory 8fr swan-ganz catheter per the instructions for use (IFU). The IFU provided with this kit states, "insert tip of desired catheter through proximal end of catheter contamination shield. Advance catheter through tubing and hub at other end. Slide entire catheter contamination shield to proximal end of catheter." The 8fr swan-ganz catheter was able to advance through the cath-gard with no issues. When the housings of the cath-gard were turned to the locking position, the swan-ganz was unable to slide within the cath-gard. A device history record review was performed, and no relevant findings were identified. Per the lidstock, the kit is compatible with 7.5 - 8fr. Catheters. The IFU provided with this kit warns the user, "do not inflate balloon prior to insertion through catheter contamination shield to minimize the risk of balloon damage." The complaint of a cath-gard damaging the inserted catheter was not confirmed by the investigation on the returned sample. The reported swan-ganz catheter was not returned, so the reported damage could not be verified. The returned cath-gard passed all relevant dimensional and functional testing. A review of the device history record revealed no pertinent findings to suggest a manufacturing issue. Based on the incomplete sample returned and the lack of defects or anomalies detected on the cath-gard, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported "during the preparation for the procedure before use, the user felt resistance when advancing a swan-ganz catheter into the cath-gard, and the cuff at the catheter tip got broken. Therefore, another kit was used instead. According to the user, the cath-gard was locked when the package was opened. After the procedure, he/she attempted to insert a catheter into the cath-gard as a test but still felt resistance." This was found prior to use. There was no patient harm or injury.